Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional/changed and/or corrected data.

Event description:
Healthcare professional reported, left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, creases fold, wear abrasion, an opening, and broken shell. Leak test and microscopic analysis was performed which identified, a crease smooth opening on anterior and striated broken on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on anterior assessed, as fold flaw opening. Striated broken on anterior assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.